Manufacturer narrative:
The account replaced the damaged cable assembly to repair the bed.

Event description:
The account alleged the bed will not send a nurse call to the nurses' station. He said that he found the cable that loops across the bed has been damaged and he is not getting a relay to click on the sidecom board.